Event description:
The physician successfully achieved arteriotomy closure with the starclose device following an unknown procedure. Reportedly, the vessel locator button would not stay depressed. After using a great deal of force, the physician was able to keep the button depressed and hemostasis was achieved with the device. There was no patient injury.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.